Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, could not be downloaded. Investigation found that the device lost power when trying to run. The device was started with a cassette attached and restarted which is an issue with the circuit board. The circuit board needs to be replaced. B5) customer provided additional information that the reported issue did not occur while in use with a patient.

Event description:
It was reported that a smiths medical pump device keeps losing power, switches off automatically. No adverse patient effects were reported.